Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted. After clip deployment a single leaflet device attachment occurred. The anterior leaflet came out of the clip. A second mitraclip was implanted to stabilize the first clip and further reduce mr. A third mitraclip was implanted and the procedure was completed with mr grade 2. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.